Manufacturer narrative:
Continuation of d10: product ID 3560022 lot# va31mzb product type extension product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3560022, serial/lot #: (B)(6) , ubd: 04-nov-2026, UDI#: (B)(4); product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 04-nov-2026, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported by manufacturer representative (rep) that they were encountering an issue with the snm system after completing stage 1. It was unknown which product caused the inability to deliver electrical stimulation. The patient had a lead placed on thursday, and there were no issues at that time. An impedance check done before wound closure/surgical incision closure was normal; the communication was possible on saturday and sunday using the programmer, when tried to communicate by changing the stimulation settings. Then on april 28 (monday), when when the clinician attempted to adjust stimulation after connecting to the verify ens, they received the following error message: "invalid cable - the test stimulation cable cannot be used in the current workflow. "Test stimulation settings" was selected, "ineffective cable: the test stimulation cable cannot be used in the current wo rkflow" would be displayed and will not proceed (selecting the next "lead placement" will change the screen to one that allows the output to be increased or decreased as during intraoperative operation). First of all, a connection failure between the external stimulator (ens) and the extension was suspected; the cable was checked to see if it was properly connected and then plugged in and removed, but the situation did not change. Next, the ens battery was removed and replaced with a new one, but it did not improve. Even the programmer did not improve when the application was dropped or the programmer itself was turned off and restarted. As such, the ens was replaced with a new one, but the situation did not change; the cause of the event could not be identified. Stage 2 scheduled for may 1. Before implantation of the stimulator, first check whether the connection between the extension and the lead in the body is properly connected by fluoroscopy, then check whether or not the impedance check screen is advanced by using another programmer. If it does not advance, the pocket will be opened and the extension will be replaced with a new one to confirm communication. If there is no problem with the lead, the stimulator will be implanted.

Manufacturer narrative:
Continuation of d10: product ID 3560022 lot# va31mzb, product type extension; product ID neu_unknown _lead, serial# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that on (B)(6) 2025, stage 2 was performed and the stimulator was implanted. It was confirmed that there were no problems with the lead implanted in the patient and the stimulator after checking the impedance. However, the reason the programmer alert was displayed is unknown.

Manufacturer narrative:
Product analysis #(B)(4): analysis information: (B)(6) 2025, 11:27:28 cst, pli#/: 20, product ID#: 353101. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID: 3560022 lot#: va31mzb. Product type extension product ID: 978b128 lot#: va327fp, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 (B)(6), 2 images, e1, (B)(6).1 (rep, for): information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported by manufacturer representative (rep) that they were encountering an issue with the snm system after completing stage 1. It was unknown which product caused the inability to deliver electrical stimulation. The patient had a lead placed on thursday, and there were no issues at that time. An impedance check done before wound closure/surgical incision closure was normal; the communication was possible on saturday and sunday using the programmer, when tried to communicate by changing the stimulation settings. Then on (B)(6) 2025 (monday), when the clinician attempted to adjust stimulation after connecting to the verify ens, they received the following error message: "invalid cable - the test stimulation cable cannot be used in the current workflow. "Test stimulation settings" was selected, "ineffective cable: the test stimulation cable cannot be used in the current workflow" would be displayed and will not proceed (selecting the next "lead placement" will change the screen to one that allows the output to be increased or decreased as during intraoperative operation). First of all, a connection failure between the external stimulator (ens) and the extension was suspected; the cable was checked to see if it was properly connected and then plugged in and removed, but the situation did not change. Next, the ens battery was removed and replaced with a new one, but it did not improve. Even the programmer did not improve when the application was dropped or the programmer itself was turned off and restarted. As such, the ens was replaced with a new one, but the situation did not change; the cause of the event could not be identified. Stage 2 scheduled for (B)(6) 2025. Before implantation of the stimulator, first check whether the connection between the extension and the lead in the body is properly connected by fluoroscopy, then check whether or not the impedance check screen is advanced by using another programmer. If it does not advance, the pocket will be opened and the extension will be replaced with a new one to confirm communication. If there is no problem with the lead, the stimulator will be implanted. On 2025-may-18 2025 email x2 (for, rep): additional information was received. It was reported that on (B)(6) 2025, stage 2 was performed and the stimulator was implanted. It was confirmed that there were no problems with the lead implanted in the patient and the stimulator after checking the impedance. However, the reason the programmer alert was displayed is unknown. 2025-may-19 ared (for, rep): additional information was received. It was reported that the reason for the alert display on the programmer has not been identified. It was mentioned that it is likely due to some defect in the extension. 2025-may-21 email, ared (for, rep): no new information 2025-jun-06 an_rp, ared (for, rep): no new information.

Event description:
Additional information was received. It was reported that the reason for the alert display on the programmer has not been identified. It was mentioned that it is likely due to some defect in the extension.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.